Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants.

Event description:
Healthcare professional reported "left side rupture and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified yellow biological tissue in the surface of the shell, deformation, cloudiness in the gel and weight to the specification. Voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, b.6, d.1, d.4, d.6b, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional additionally reported "prominent radial folds."